Manufacturer narrative:
Device passed all functional testing including the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08650 inches. The pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 1 on the keypad assembly. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 308 mg/dl. The customer's blood glucose at the time of the incident was 500 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer stated that insulin pump had hardware low level failure alarm. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. The customer stated that they had using the insulin pump system within 48 hours of the reported high blood glucose. The insulin pump will be returned for analysis.